Event description:
It was reported to medtronic minimed that the customer experienced crack and scratch on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. No harm requiring medical intervention was reported. Product mmt-1782k was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump received with frozen screen. Unable to perform the displacement test, sleep current test, active current test and self-test due to frozen screen. Unable to download history files and traces using thus due to frozen screen. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and lcd assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and minor scratches on screen. Frozen screen was confirmed during analysis due to moisture damage on pcba 1, pcba 2, force sensor and lcd assembly. Cosmetic damage confirmed at screen. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.